Event description:
Customer reportedly received the following results on the guide system within 10 minutes: 46 mg/dl and 401 mg/dl. A family member treated the customer with cookies. Return of the suspect device was requested for evaluation.